Event description:
It was reported the screw head was deformed during surgery. A new screw was used to complete the case. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2, h3, h4, h6 visual examination of the returned product identified hex shows nicks and gouges from use. Outer head diameter, threads, and taper below head show nicks and scratches with witness marks from screw penetration during surgery. No other damage was noted. Product identifiers for overall length and thread major diameter were measured and conforming to the print specifications. Additional measurement was able to be taken for the head diameter and was conforming to print specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, damaged screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.